Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the homechoice was bypassed into the fill phase the fill volume started at 1400ml instead of 0ml. The technical service representative assisted the home patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.